Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at below the rated burst pressure. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient's condition was good.